Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted thoracic mediastinal mass resection surgical procedure, the 0-degree endoscope plus had rotated when it was installed on the universal surgical manipulator (usm). Technical service engineer (tse) requested for the site to remove the endoscope from the usm arm, press the clutch button to cancel the guided tool change, and then reinstall the endoscope. The procedure was continuing with no reported injury.